Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited noise and high capture thresholds. The patient was asymptomatic to the event. During lead revision, it was noted the lead was wrapped around the left ventricular lead. While trying to reposition, the lead dislodged. The lead was explanted and replaced. The patient was in stable condition prior, during and post procedure.